Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged grip cable.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
The instrument involved in this complaint has not been received and/or tested by failure analysis as of the date of this report. If the product is received and evaluated, a supplemental MDR will be submitted.

Event description:
It was reported that during a da vinci-assisted surgical procedure, one side of fenestrated bipolar forceps instrument broke it was removed by bedside assistant. A backup instrument was used. The procedure was completed with no reported injury. Intuitive surgical inc., (isi) followed up with the initial reporter and obtained the following additional information: the instrument had broken/damaged cables visible at the instrument wrist and there were no missing pieces nor any portion from the instrument tip broke off. Intuitive surgical inc., (isi) followed up with site's clinical sales representative (csr) to obtain demographic information. However, requested information could not be released by hospital.